Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The device was fully deployed with dried blood present on and within the device indicating patient contact. The deployment lever and foot were both fully parked and with no unusual observation of the device or lever and foot. The cause for the reported event and unconfirmed incomplete foot and handle retraction is undetermined. Based on these findings the complaint was not confirmed. Based on visual functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Six unused representative samples with the same part number as the complaint device and two separate lot numbers (21023j1 and 20809j1) were returned for evaluation. Functional testing was performed on all of the returned devices and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A root cause for the reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, after deploying the needles and removing the plunger, the lever was pushed to park the foot to its original position; however, when the device was being withdrawn, the foot lever did not appear closed correctly. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.